Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she noticed that she was not getting pain relief like she used to and she would have to turn the stimulation up high and ¿get in a pretzel pose¿ in order to feel stimulation. The patient reported that she didn¿t have any x-rays conducted, but a manufacturer¿s representative (rep) used a clinician programmer to run an impedance check. The patient reported that the rep told her that there were no viable channels for her to use and she needed to have a revision surgery conducted. The patient reported that she was told that there were problems between the leads and the implanted battery. The patient reported that after the revision surgery the healthcare provider (hcp) told the patient that the leads had moved ¿from 11 to 8¿. Additional information was received from the rep on (B)(6) 2017. The rep reported that they didn¿t recall all the details of the event. The rep reported that their recollection was the patient was seen and mentioned the issues with having to make adjustments to feel the stimulation. The rep reported that after consulting with the physician, the thought was that there may be a lead fracture or migration. The rep reported that the patient had a lead revision on (B)(6) 2017 where both leads were replaced. The rep reported that from everything they knew this resolved the situation and they had not heard anything back from the patient. The rep reported that at the revision there was a migration of the original leads which him nor the physician could explain after being implanted for over a year. The rep reported that they weren¿t sure what was meant by problems between the lead and implanted battery. No further complications were reported.